Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed self test. No missing segment anomalies noted. Device received with cracked case from display window corner, cracked case from reservoir tube window corners, cracked reservoir tube window, cracked case and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were harder to push. Customer stated the insulin pump had plastic chips off when changing reservoir, cracked on screen by the battery side, oily rainbow effect, screen quite pale and really hard to read. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.